Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra meter will not turn on. The complaint is classified based on the documentation of the customer care advocate (cca). The patient did not report any diabetes symptoms related to the reported issue. On the same day at 3:45pm, the patient went to the hospital's urgent care to check his blood glucose because he could not check his blood glucose with his lfs meter due to the power issue. He obtained a blood glucose reading of "42 and 47 mg/dl" on a hospital meter and was treated with food/beverage. During the troubleshooting session, the cca was able to resolve the reported issue with training. The patient verified that there was no meter trauma and the patient was using the correct test strip. This complaint is being reported because the patient was unable to obtain a reading from the lfs meter due to a power issue (meter did not turn), sought medical intervention, obtained hypoglycemic readings of "42 and 47 mg/dl" on a hospital meter, and was treated with food/beverage. The meter, test strip and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Manufacturer narrative:
Follow-up (5/28/2013). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 4/28/2013 with the following findings: the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.